Event description:
Boston scientific received information that that this right atrial (ra) lead displayed high thresholds and loss of capture shortly after the patient had undergone a valve surgery. Subsequently, the lead was determined to have dislodged. The patient was seen for a surgical revision procedure where the lead was successfully repositioned. During the repositioning, some noise was noted when the device was programmed to a single chamber mode. Boston scientific technical services discussed that was normal behavior. There were no adverse patient effects reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.